Event description:
During an arthroscopic shoulder surgery, small fragments were missing from the distal end of the cannula body. The surgeon felt that due to irrigation all the pieces had been removed. During a follow-up, it was discovered that there were two procedures in which the cannula was used that required a return to the theater due to the presence of infection.

Manufacturer narrative:
It is unknown which lot number is associated with this incident. The lot numbers given are 07091405, 08021405, 08017105, 08070705, and 08052705. The used cannula that was returned was examined and there was a small amount of material missing from the distal end.